Event description:
Customer reported a cracked and shattered touchscreen on pump, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.